Manufacturer narrative:
(B)(4). The customer returned one distal luer hub and other various components for analysis. The rest of the catheter was not returned. Visual analysis revealed that the distal luer hub had separated from the extension line. Microscopic examination also revealed that a portion of the extension line was still lodged inside the luer hub. Dimensional inspection could not be performed as the entire catheter was not returned for analysis. The extension line wall thickness could not be measured as the only returned portion was fully recessed within the hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested". The report of an extension line/luer hub separation was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the distal extension line had separated directly adjacent to the brown luer hub. A portion of the extension line was still secure inside the luer hub. A DHR review was completed based on sales history with no relevant findings. Despite confirming the defect, the root cause cannot be determined as the rest of the catheter/distal extension line was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "catheter broke off at the brown connector input.".catheter changed.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided one image of the distal luer hub. Visual analysis of the image revealed that the luer hub appeared to be separated from the distal extension line; however, it cannot be determined from the image if a portion of the extension line is still inside the luer hub. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The report of an extension line luer hub separation in use was confirmed through examination of the customer supplied photo. The image shows the distal luer hub appeared to be separated from the distal extension line; however, the actual complaint sample was not returned for analysis. The device history record review did not reveal any relevant findings to suggest a manufacturing related cause. The probable cause of the separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "catheter broke off at the brown connector input.".catheter changed.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "catheter broke off at the brown connector input." Catheter changed.